Event description:
Rep0rted experiencing high blood glucose for the past 4-5 days. Patient thinks patient is only getting boluses. No error messages were generated by the device. No treatment was received for high blood glucose.